Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, out of range electrical measurements were observed on the atrial lead. Fluoroscopy revealed that dislodgement had occurred. The lead was successfully repositioned.